Manufacturer narrative:
(B)(4)

Event description:
The reporter alleged that the balloon separated from the trocar when the surgeon was removing the device from the patient after deflation. The balloon piece fell into the cavity of the patient, but was retrieved from the patient cavity. There was no reported patient injury or adverse event.